Event description:
Impella 5.0 was removed from trans caval sheath. Trans caval 24f cook sheath was left in place. Patients hemodynamic remains unchanged immediately after removal of impella 5.0. Note: inlet cage and pigtail of impella 5.0 was stuck on inner side of cook sheath (at silicon hub), and was profusely bleeding --after pulling impella, inlet cage and pigtail broke off and remain in the hub.